Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, noise, and loss of capture. The patient was brought to the clinic, and isometric testing was performed, however, the noise was not reproducible. Subsequently, a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).